Event description:
It was reported that during da vinci-assisted surgical procedure, technical support engineer (tse) to report bipolar energy was not working. The customer replaced the bipolar instrument and energy cable, and swapped to another bipolar port, but the issue persisted. Tse reviewed the error logs and found no errors related to the complaint. Tse advised the customer to restart the generator and if the issue continued, recommended to use an external third-party compatibility device for bipolar energy activation. The customer called back and updated that site was completing the surgery with third party generator. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. Isi has not received the iesu for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.